Manufacturer narrative:
The pump was received with no button response due to flattened act keypad dome. The keypad connector was found closed properly during visual inspection. The rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test were all unable to be performed due to keypad anomaly. There were minor scratches to lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer states the device has not been delivering insulin like it should be. It was reported that he customer's blood glucose level has been running high and have had high keytones. It was reported that the customer wanted the pump replaced. No further information provided.